Manufacturer narrative:
Device evaluation was performed and found that the usb port was contaminated which prevented charging.

Event description:
It was reported that the customer experienced difficulty loading and removing the cartridge. There was no impact to the customer's blood glucose level.